Manufacturer narrative:
Additional information imdrf annex codes: imdrf annex g manufacturer narrative the reported issue that the device had an error code on 8100 bd unit was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, 1. Tech has error 210.5020 on 8100 bd unit, has to do with software version on unit not support 2. Can flash software on unit if fails will need to replace main board on unit 3. Unit still under first year warranty prefer to send unit in for repair unable to transfer services repair was not open confirm correct phone # to tech to call back at 6:30am pst. No further investigation of this issue is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the tech got an error code on 8100 bd unit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported event that the device had error code 210.5020 could not be confirmed. No further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the tech got an error code on 8100 bd unit. There was no patient involvement.